Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Reporter stated that patient's blood glucose was measured, on the accu- chek mobile system, with back-to-back results of 12.0 mmol/l and 2.3 mmol/l. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.